Manufacturer narrative:
Additional information has been requested regarding the device model. This information has been made available as of the date of this report. Should further information be provided, a supplementary report shall be submitted. This report is submitted on december 20, 2019.

Event description:
Per the clinic, the patient experienced a loss of osseointegration of the implant secondary to an infection which was treated with antibiotics.